Manufacturer narrative:
(B)(4). Corrected device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition as failure code 568:320:844:0000. The root cause was determined to be due to a corroded inverter harness. A baxter repair technician replaced the inverter harness to resolve this issue. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: the root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump which stopped delivering during bio-medical testing. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which stopped delivering during bio-medical testing was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause can be provided for the reported condition and no repair was necessary.